Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number jmh693, and no non-conformance's were identified. Investigation summary: one labeled winding former with a needle-suture combination of product code x865, lot jmh693 was received for analysis. During visual inspection of the sample, a hair stuck with tape on the paper lid and winding former was observed. In addition the overwrap package was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When the suture packet was opened, there was a hair inside with the suture. The device will be returned. There were no adverse patient consequences reported.